Event description:
It was reported that the patient had a bad kidney infection about five months ago. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v466242. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).